Manufacturer narrative:
This product was received and tested by technical services and the intermittent static lines were duplicated. The failure was more easily induced when the monitor was attached to a stand. The flickering image problem was found to be the fault of a backshell assembly failure and resolved by replacing the back shell assembly. The device was certified and returned to the customer. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, they were getting green lines and intermittent images or no image at all. A delay in the procedure of approximately 10 minutes occurred as a back-up device was obtained. No harm to patient or user was reported.